Event description:
It was reported the patient stopped using and charging the ipg rendering the device inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted. No new products implanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section a4- the weight was inadvertently omitted from the initial report. Correction: section d6b - the date of explant was inadvertently omitted from the initial report. Correction: section d2a - the common device name was inadvertently omitted from the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.